Event description:
No additional information.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of threading difficult with lot 5239531 regarding item 383532. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter difficult ot remove from vein with lot 5239531 regarding item 383532. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter broke / separated before placement with lot 5239531 regarding item 383532. DHR for lot number 5239531 has been reviewed. No related quality issues or process deviations were found during built and packaging this lot. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that on ivad insertion, unable to progress device post puncture and when trying to remove it some resistance felt. As the device was being removed, noticed a partial breakage of the cannula. Device completely removed. No of patient involved: 1.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.